Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
While an arthrex employee was reviewing the arthrex chatter community conversations it was discovered that an issue had occurred during a meniscal repair procedure. A surgeon had successfully implanted 3 out of 4 meniscal cinch ii devices in the joint. The one that had issue had successfully deployed implant number one. When the surgeon was in the process of finding the place for implant number two the shaft of the meniscal cinsh ii became torqued between the femoral condyle and the tibia. The shaft of the meniscal cinch ii broke at the weld. Additional information obtained 6/18/2019: per the sales rep who was present during the acl meniscal cinch repair, the first ar-4501, meniscal cinch, was deployed and seated. When the surgeon was moving the ar-4501, meniscal cinch needle for the second location of the second implant, the femoral chondral came down and impinged the ar-4501, causing the shaft of the ar-4501, meniscal cinch, to break. The surgeon pulled the device out of the knee and all pieces came out together. The case was completed using three additional ar-4501, meniscal cinches, without further issues. Additional information obtained 6/19/2019: the sales rep confirmed that he could not say with 100% certainty that the first implant from the first meniscal cinch ii came out with all the suture and the broken shaft of the device.